Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was reported with not working properly. Our field service technician investigated the ventilator on site and no fault could be reproduced. The puc (pre-use check) and function check passed and the ventilator was returned for clinical use. Ventilator logs were downloaded and available for investigation. The date of event was not given. The technical log does not show any technical alarms generated. The test log shows that the last passed puc was performed 2020-11-15. After this test, several puc's have been started but abrupted. The last puc's that were performed before the event failed the gas supply test showing that the supply pressure for the air and o2 were too low. The event log shows that the last ventilation periods before the issue was reported were performed on 2021-01-06. Four ventilation periods were performed. The ventilator was startup on this date, no puc was performed and the first ventilation period was started in volume controlled ventilation mode. Alarms for airway pressure high, peep low and respiratory rate high were generated immediately and the ventilator was set to standby. These alarms indicating a high pressure situation were also generated in the following ventilation periods that were started. The trend log is not available since the logs were saved more than 24 hours after the event. The alarms for airway pressure high is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase which leads to a that a lower volume than intended or set is delivered to the patient. The reported ventilation issues may either be related to not optimal parameter settings of the device for the actual patient condition or an increased expiratory resistance. Our investigation is based on device log evaluation, information received and the service report. The conclusion is that the ventilator system worked according its specification and alarmed as expected for the situation. There is no evidence to support a technical malfunction of the device.

Event description:
It was reported that the ventilator was not functioning properly and the received logs contain high pressure alarms. There was no patient harm. Manufacturer ref.#: (B)(4).